Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners.

Event description:
The customer reported via phone call that the down arrow button was unresponsive. The customer's blood glucose was 80 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.